Event description:
I've continually had yeast infections each time I used this product because the tampon either got stuck with the [invalid] detaching or some of the tampon falling apart inside my vagina.